Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was buckling and the air in line detector was dented. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The uso seal and air detector were both replaced.

Event description:
It was reported that the pump had a cracked battery compartment latch, damaged lens, damaged battery door gasket, and flat down arrow on the keypad. There was no patient involvement. Device evaluation revealed the upstream occlusion seal was buckling, and the air in line detector was dented.